Event description:
Attempted to use ventilating bag device, initially ventilating well, then noted to not have chest rise and difficulty ventilating or achieving adequate saturations. This improved upon switching the bag but patient experienced bradycardia requiring intervention. Upon closer look at the device respiratory therapist noted that blue cap covering a port was missing.